Event description:
In this event it is reported that a reciproc file 6x broke during use. Broken part remained in root canal. Further treatment planned to remove broken part. Further information pending.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Additional request for information for device lot #, return of device and outcome of patient treatment is pending. The results will be submitted as they become available.

Manufacturer narrative:
2 unsuccessful requests for product return but never received back the product, lot or further information from customer. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.